Manufacturer narrative:
Investigation summary: the customer reported air gaps, 3-4 inches long, were seen in the tubing of the feeding set. Not patient injury/harm was reported. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trend analysis did not identify a trend within the reported lot, nor for the reported failure mode. One sample was received for evaluation. Visual inspection and function testing performed confirmed the report of air in tubing line. The root cause of this confirmed failure is related to the manufacturing/production process. An investigation has been initiated to determine the root cause and establish and execute an action plan, if necessary. This product failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there were air gaps 3-4 inches long appearing in the tubing between the pump and the patient. There was no harm to the patient.